Event description:
Adverse event(s): "delay of 10 minutes in surgery - system was switched out" (no code available). Product problem(s): "no aiming beam for port 1 and 2" (no code available). A scrub technician reports that during surgery, there was no aiming beam from either port 1 or 2. The system was switched out to complete the case, causing a 10 minute delay in surgery. No patient injury was reported.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm ) indicated all attempts at recalibrating, reflashing, and reloading memory to the original laser module were unsuccessful and ordered a new laser core module for the customer. The laser core module was returned for evaluation. The returned laser core module was installed into a system and turned on. A laser endoprobe was attached and an aiming beam was visible out of both ports 1 and 2. The system was rebooted and tested again. The reported issue was unable to be replicated and confirmed in-house. A root cause is unknown at this time. (B) (4). (B) (4). (B) (4).